Manufacturer narrative:
As this report involved a delivery delay no investigation will be performed. This is a final report.

Event description:
An adc customer reported that as a result of a delivery delay in replacement test strips for their adc meter they were unable to test and experienced feeling light-headed and dizzy. The customer further reported that after eating a candy bar paramedics were called. Customer was treated on scene with intravenous glucose and transported to a health care facility. Customer was diagnosed with hypoglycemia and further reported being treated with insulin which is inconsistent with the diagnosis and "something for nausea." No additional information was provided. There was no report of death or permanent impairment associated with this report.